Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure after 97mls of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The complaint kit was requested for return; however, the customer did not return the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n379 was conducted. There were no non-conformance's related to the complaint. This lot met all release requirements. A review of kit lot: n379 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The customer provided photographs for investigation. The kit was not returned. Review of the photographs showed that the centrifuge bowl had dislodged from the bowl holder during treatment. A known cause of the centrifuge bowl dislodging out of the bowl holder is that the bowl was not properly locked into the bowl holder during installation by the end user. A material trace of the bowl assembly and its components used to build lot: n379 found no related non-conformance's. The device history record (DHR) review did not result in any related non-conformance's. This lot passed all lot release testing. The root cause of the centrifuge bowl break is most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the user. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) on. (B)(6) 2025.